Manufacturer narrative:
The reported event was unconfirmed. Two photos were received. The first one shows an overview of the catheter and syringe, the second photo zooms into the catheter balloon and tip. It was also received 1 all silicone foley catheter with sample port connector and syringe. The catheter balloon was inflated with the returned syringe with 10 ml methylene blue solution (3 drops 1 percentage methylene blue per 100ml distilled water) and balloon concentricity was observed. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review and labelling review are not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test it was confirmed that there was difficulty in draining water. Per sample evaluation received on 10may2024, it was found that the sample was also asymmetrical during evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test it was confirmed that there was difficulty in draining water. Per sample evaluation received on 10may2024, it was found that the sample was also asymmetrical during evaluation.